Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device was not working was confirmed. An assessment was performed and it was observed that the device gave an e6 error, the motor would not run, the cable was frayed, and the flex circuit was worn out. It was determined that the worn out thermistor caused the e6 error. It was further determined that the device failed pretest for motor thermistor assessment. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device was not working. During in-house engineering evaluation it was observed that the motor device was displaying an e6 error code. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.